Event description:
It was further clarified that the wound enlarged on (B)(6) 2014 and not on (B)(6) 2014. Also, the antibiotics were started on (B)(6) 2015 and stopped on (B)(6) 2014. Further, the confirmed outcome date of this event was noted as (B)(6) 2014 and the adverse event was noted now as related to the pump. No further information was provided at this time. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID 8711, serial # (B)(4), implanted: (B)(6) 2008, product type catheter.

Event description:
Further, the causality for the reddening of the pocket and the serous fluid was now reported as not related to the drug, catheter, pump, programmer or procedure. A pump operability test was performed. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Product ID 8711, serial# (B)(4); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that around (B)(6) 2014 there was redness at the wound on the lower right limb/lower abdomen was infected. On (B)(6) 2014 the redness was noted as expanding from the lower right "limb" and the infected wound enlarged to which antibiotics were started on (B)(6) 2014 and (B)(6) 2014. It was also reported that the antibiotic administration was stopped on (B)(6) 2014. The patient received intravenous (IV) vancomycin and cefotiam from (B)(6) 2014 until (B)(6) 2014 but also reported until (B)(6) 2014. The patient was noted to have had an infection of the wound site as of (B)(6) 2014 which was deemed as serious. The investigational drug was not changed. This adverse event was reported as unrelated to the investigational drug, unknown if related to the catheter, programmer, and procedure but related to the pump. However, the relationship to the pump was also reported as unknown. There were no overdose or withdrawal symptoms. It was now reported that no pump operability test was performed. The adverse event was reported as recovered as of (B)(6) 2014 and (B)(6) 2014. The outcome was also reported as recovered as of (B)(6) 2014. Additional information was requested to clarify antibiotic administration dates, outcome date, and relationship to the pump. Should additional information be received a supplemental report will be filed.

Event description:
The implant dates were verified and it was confirmed the accurate products, pump and catheter, were captured in the reports. Should additional information be received a supplemental report will be filed.

Event description:
It was reported that the surgical wound, the patient¿s abdominal pocket, seemed to be reddening. The patient¿s ¿crp¿ was 0.66 at that time. This was unrelated to the investigational drug or programmer but unknown if related to the catheter, pump or procedure. It was classified as non-serious. Serous retention was also noted and was unrelated to the investigational drug, catheter, pump, programmer or procedure and it was classified as non-serious. Additional information was requested but no further details were available. Of note, it was suspected that the infection was caused by normal bacteria from the surgical wound closed with stitches. After considering the risks of retrograde contamination, the removal of the pump and catheter were being considered. As serous retention was noted, a magnetic resonance imaging (MRI) scan was taken and it confirmed that there was ¿a bit¿ of water around the pump. As an infection was suspected an emergency laparotomy was performed. It was then observed that the liquid was not pus, but only about 5 milliters (ml) of serous fluid. The fluid was collected and sent for bacterial cultivation. The tissue was clean and showed no signs of infection. Liquorrhoea, spinal fluid leakage, was suspected and therefore the catheter and the pump connection part were observed for a while. However, it was determined that there was no leakage and that it had no problems. The affected area was washed with water and closed. The patient¿s crp was then 1.6. Although a laparotomy was performed, it did not appear that an infection was present (was not mostly likely an infection) and the issue was to be monitored. In the future, if serous fluid would accumulate, catheter trouble and spinal fluid leakage would be suspected and a contrast study would be conducted. This device system delivered gabalon and the daily dose was reported as continuing. The patient was not recovered as of (B)(6) 2014. On (B)(6) 2014 a refill was done as an outpatient. There was no redness of the abdominal pocket nor the accumulation of the serous fluid. No anomalies noted. The patient was recovered as of (B)(6) 2014. Additional information was requested to clarify implant/replacement dates (noted as 2008 (B)(6) and 2014 (B)(6) respectively) and the patient¿s current outcome. Should additional information be received a supplemental report will be filed.